Event description:
Patient was revised due to pain caused by loosening, poly wear, delamination, and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided.the initial reporting stated the products are not suspected of failing to meet specifications. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be rec'd the investigation will be reopened. Depuy considers the investigation closed.